Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the up button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: during investigation, the keypad was intact. The up arrow key was hypersensitive and did not click or spring back. The keypad cover was removed to find the up button contact cracked. No contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.